Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated that he was having control issues. The field engineer came to inspect and had not heard any complaints of this sort before or after this case.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to reproduce the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report control issues with arm 2 and arm 4 and requested service to review the system. The caller was not present in the room at the time of the call, and troubleshooting could not be performed while the case was ongoing. The procedure was completing as planned with no reported injury.